Manufacturer narrative:
Initial and final MDR 2044230 - MDR 3003442380-2024-32052 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula event from (B)(6) 2024 to (B)(6) 2024 within three hours of insertion. The insertion site was abdomen and upper buttocks. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.